Event description:
Information was received indicating that this ambulatory infusion pump failed exhibited an accuracy issue. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy duodopa pump was returned for analysis. Customer's complaint of delivery accuracy was not verified. Service found the pump in working order. Service reinstalled software and calibrated the device. Use testing was performed. The problem source is unknown.

Event description:
Additional information received: patient details, event date, and investigation is complete.